Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and had loss of capture. This lead was not successfully repositioned and was replaced. At first attempt, a different lv lead had placement difficulty due to patient anatomy. Then, a different lv lead was implanted and was then successful. No adverse patient effects were reported. The leads will not be returned.